Event description:
The recipient is reportedly experiencing loss of sound. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly been lost to follow-up and will not undergo revision surgery at this time. The recipient is believed to have experienced a failure in-situ. A review of the device history record noted no rework. The recipient remains implanted. This is the final report.